Manufacturer narrative:
The device was not returned for a complete investigation.

Event description:
During a surgical procedure, one side of the grasper tip broke, and fell into the pt. The broken piece could not be retrieved. There was no harm to the pt.